Manufacturer narrative:
This report is for one (1) unknown screwdriver shaft/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The complaint indicated that the issue was the screwdriver shaft did not quite fit the screw head. The patient was required to have a fixation of 14 screws but due to the screwdriver shaft malfunction, the surgeon was only able to pass 2 pedicle screws in the spine which are not fully fixed. The procedure was not completed, patient status was severe. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the tip of the ratchet t-handle that connects to the t-cable does not quite fit the screw head, and it was also noted that when turning the ratchet, the screw head ends up dusting. The patient with spine fracture was required to have a fixation of 14 screws but due to the issue encountered, the surgeon was only able to pass 2 pedicle screws in the spine which are not fully fixed. Surgeon could not put the rest of the screws or remove the ones that were already put in. According to the technical assistant the issue had already happened (captured under complaint (B)(4)), and they already asked for a replacement but was not sure if the replacement was made. The procedure was not completed, patient status was severe, experiencing fever during the surgery which may indicate an infection process. The patient underwent another surgery on (B)(6) 2018 to remove the two screws and was implanted with the expedium material. During the revision surgery the surgeon tested the key that had been used in the first surgery and a new one. Still the bolt did not leave the patient. It was necessary to perform another technique to extract one of the bolts and the other bolt came out normally with the wrench. Both the screws were removed successfully. Per sales consultant, apparently, the problem was the head of the screw that dusted, and the key did not present a problem. Revision surgery was completed successfully. Concomitant device: ratchet t-handle 6mm hxc (part # 388.652, lot # h527141, quantity 1). This report is for one (1) unknown screwdriver shaft. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Part number and UDI number review of the one photograph of the screwdriver shaft revealed no damage to any feature of the device. No additional views of the device were provided. The complaint condition could not be confirmed with the pictures provided. The complaint condition was not confirmed with investigation. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.